Manufacturer narrative:
Initial reporters phone number is (B)(6) reported here as phone number exceeded character limit for designated field. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7040209. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7073909. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7073153.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedance on the lead extension in the right brain hemisphere. The patient underwent a revision procedure where the lead extensions were replaced due to the need for MRI compatibility. The patient was doing well post-operatively. It was unknown which of the lead extension serial numbers had the high impedance measurements. The explanted devices were retained by the medical facility and were not returned to bsc.